Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, surgeon performed a posterior spinal fusion using the matrix system. During the procedure surgeon was doing the final tightening with the two (2) screwdriver shafts stardrive t25 for matrix and both the screwdriver shafts stripped at the distal end tip. There were no fragments generated. The procedure was successfully completed with no surgical delay reported. There was no patient consequence. This report is for one (1) t25 stardrive shaft f/matrix long. This is report 2 of 2 for complaint (B)(4).